Event description:
According to the available information the device leaked during the procedure. No harm to the patient was reported.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.